Event description:
Per the physician, the patient was explanted in 2009 due to extrusion of the device. More information has been requested, but was not available at the time this report was filed august 21, 2009.